Event description:
Customer's father reported that there is a button error alarm. The blood glucose reading is 220 mg/dl. The insulin pump is exposed to moisture due to playing by the river. The moisture is in the reservoir compartment. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.